Event description:
It was reported that the device was bothersome to the patient. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.